Manufacturer narrative:
One quadripolar, therapy cool flex irrigated ablation catheter was received for evaluation. The catheter was unable to be primed due to saline leaking through the catheter handle. Further investigation revealed the fluid lumen was kinked and broken within the strain relief, consistent with the reported irrigation issue. Fluid was also noted in the catheter connector consistent with a short circuit and the reported rf delivery issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured fluid lumen and rf ablation issue are consistent with damage during use.

Event description:
This report is being submitted based on analysis of the catheter which revealed a fluid leak and short circuit.